Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg occurred during the night, so it was not addressed. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.